Manufacturer narrative:
(B)(4).

Event description:
The customer reports the spring wire guide was found to be out of shape when removed from the plastic sleeve.

Event description:
The customer reports the spring wire guide was found to be out of shape when removed from the plastic sleeve.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and lidstock for evaluation. The packaging was not returned. Visual examination revealed signs of use on the exterior of the guide wire. The wire also contained numerous curves and was deformed. The length of the returned guide wire and the outer diameter of the solid core wire were measured and were found to be within specification. A device history record review was performed with no relevant findings. The report that the guide wire was found bent prior to use could not be confirmed by complaint investigation. The returned guide wire contained signs of use in the form of biological material; therefore, the time of discovery reported did not match the sample received. Also, the product packaging was not returned for evaluation. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. The probable root cause could not be determined based on the report and the sample received. Teleflex will continue to monitor and trend for complaints of this nature.